Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and found pendant prompting motion calibration upon initial bootup. Completed motion calibration, but could not duplicate motion issues, performed system checkout per manual. System is functional and returned for use. B01, c19, d14, g07001 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding motion calibration that the system was having movement issues. When the site presses the motion calibration button, a motor from within the system can be heard running, even when the system gantry was at it's maximum limit of motion. As a result, several erroneous noises can be heard. The system still pass its motion calibration. Site also noted that the system dock button does not work when pressed. No patient was present at the time of event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.